Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by unspecified symptoms. The patient went to the emergency room for the peritonitis symptoms and was admitted. The patient was treated with an unspecified treatment for the peritonitis (further details not reported). At the time of this report, hospitalization was ongoing and the patient was "doing well"; however, the patient¿s outcome was not reported. The action taken with pd therapy was not reported. No additional information was provided.